Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead dislodged. The lead was revised and is still in use. No further patient complications have been reported as a result of this event. On (B)(6) 2012 it was also reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was fixation damageto the lead tines/lobes. Visual analysis indicated explant damage. (B)(6). (B)(4).